Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the mobile power unit (mpu) not powering on was confirmed via product testing. The mpu (serial number: (B)(6) was returned for analysis to the service depot and did not power on as intended. The issue was traced to the power supply print circuit board (pcb). The power supply pcb was replaced. The unit was connected to a controller and mock loop and ran for an extended duration without any issues or alarms activating. The mpu was functionally tested and passed all testing. The power supply pcb was forwarded to product performance engineering (ppe) for further analysis. The returned power supply pcb was plugged into a known working test mpu fixture. The mpu did not power on as intended. Further analysis revealed a compromised capacitor (c5). Log files were also submitted for review. Multiple no external power alarms are active throughout the log file. In many of these instances, the backup battery provided power to the system avoiding any disruption to pump function. Additionally, many intermittent low power advisory alarms, low power hazard alarms, and power cable disconnect alarms are active throughout the log file due to the bus and relative state of charge (rsoc) voltages fluctuating below the respective alarming thresholds. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause of the reported event was determined to be due to a compromised capacitor on the mpu¿s power supply assembly. A manufacturing task has been opened to further investigate this issue. The device history records were reviewed and the records revealed the mobile power unit (serial #(B)(6) was manufactured in accordance with manufacturing and qa specifications. The mpu was shipped to the customer on 20jun2024. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 6 "caring for the equipment" describes how to care for and clean all equipment, including the mpu patient cable. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the mpu patient cable for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the mobile power unit (mpu) not powering on was confirmed via product testing. The mpu (serial number: (B)(6) was returned for analysis to the service depot and did not power on as intended. The issue was traced to the power supply print circuit board (pcb). The power supply pcb was replaced. The unit was connected to a controller and mock loop and ran for an extended duration without any issues or alarms activating. The mpu was functionally tested and passed all testing. The power supply pcb was forwarded to product performance engineering (ppe) for further analysis. The returned power supply pcb was plugged into a known working test mpu fixture. The mpu did not power on as intended. Further analysis revealed a compromised capacitor (c5). Log files were also submitted for review. Multiple no external power alarms are active throughout the log file. In many of these instances, the backup battery provided power to the system avoiding any disruption to pump function. Additionally, many intermittent low power advisory alarms, low power hazard alarms, and power cable disconnect alarms are active throughout the log file due to the bus and relative state of charge (rsoc) voltages fluctuating below the respective alarming thresholds. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause of the reported event was determined to be that a capacitor component on the power supply pcba was nonconforming. A supplier corrective action request (scar) was extended to the supplier of the power supply pcba. Additionally, abbott has initiated a corrective and preventative action (CAPA) to further address the observed issue. The device history records were reviewed and the records revealed the mobile power unit (serial #(B)(6) was manufactured in accordance with manufacturing and qa specifications. The mpu was shipped to the customer on (B)(6) 2024. Heartmate 3 patient handbook (rev. D) section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU) (rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (including no external power) and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use (rev. C) section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook (rev. D) section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. Heartmate 3 patient handbook (rev. D) section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) (rev. C) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook (rev. D) section 10 ¿safety checklists¿ and heartmate 3 instructions for use (IFU) (rev. C) section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. The heartmate 3 patient handbook (rev. D) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device is included in the heartmate mpu capacitor issue field action issued by abbott on (B)(6) 2025. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that log files were submitted for patient that had mobile power unit (mpu) at home died and would not turn on. Log file data indicated that the emergency backup battery in the system controller was used 8 times on (B)(6) 2024 from 7:20:58 - 8:20:58. Log file showed that the voltage that was being supplied to the system controller from the mpu was unstable. Motor function was not affected.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the mobile power unit (mpu) not powering on was confirmed via product testing. The mpu (serial number: (B)(6) was returned for analysis to the service depot and did not power on as intended. The issue was traced to the power supply print circuit board (pcb). The power supply pcb was replaced. The unit was connected to a controller and mock loop and ran for an extended duration without any issues or alarms activating. The mpu was functionally tested and passed all testing. The power supply pcb was forwarded to product performance engineering (ppe) for further analysis. The returned power supply pcb was plugged into a known working test mpu fixture. The mpu did not power on as intended. Further analysis revealed fluid ingress residue on the pcb. Many components appeared to be covered with the fluid ingress residue (customer summary photos, figures 1-3). Circuit analysis revealed fluctuating resistance on fuse 1 (f1). The fluctuating resistances and the evidence of fluid ingress is consistent with the mpu issue powering on. Log file analysis of the submitted log files revealed multiple no external power alarms are active throughout the log file. In many of these instances, the backup battery provided power to the system avoiding any disruption to pump function. Additionally, many intermittent low power advisory alarms, low power hazard alarms, and power cable disconnect alarms are active throughout the log file due to the bus and relative state of charge (rsoc) voltages fluctuating below the respective alarming thresholds. Pump operation did not appear to be affected. A root cause for the reported event was determined to be fluid ingress damage to the power supply pcb, however the root cause of the fluid ingress could not conclusively be determined through this analysis. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The device history records were reviewed and the records revealed the mobile power unit (serial # (B)(6) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 patient handbook cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5, ¿alarms and troubleshooting¿ all alarm conditions are addressed. This includes low battery power alarm. Low battery power alarm 1. Connect to a working power source (mobile power unit or two heartmate batteries) right away. See connecting the system controller to the mobile power unit on page 90. 2. Call your hospital contact right away if connecting to power does not resolve the alarm. Also under this section, mobile power unit alarms are outlined. This includes the yellow mobile power unit battery and wrench advisory alarms. Yellow battery indicator 1. Promptly switch to two fully charged heartmate 14 volt lithium-ion batteries. 2. Replace mobile power unit batteries (see inserting or replacing the mobile power unit batteries on page 82). Yellow wrench indicator 1. Promptly switch to two fully charged heartmate 14 volt lithium-ion batteries. 2. Call hospital contact. Under section 3, ¿switching power sources¿, describes steps for exchanging between power sources (mobile power unit and batteries). ¿powering the system¿, explains mobile power unit usage. Under section 8, equipment storage and care, general cleaning guidelines for all equipment use a damp cloth to clean exterior surfaces of the system components, as needed. Water, with or without a mild dish soap, may be used as a surface cleaner. Warning do not allow water to penetrate into the interior of the equipment. Do not immerse equipment in water or liquid. Immersion in water or liquid may cause the pump to stop. Heartmate 3 instructions for use (IFU) under section d, safety checklists, replace any equipment or system component that appears damaged or worn. Under section 8, equipment storage and care, general cleaning guidelines for all equipment use a damp cloth to clean exterior surfaces of the system components, as needed. Water, with or without a mild dish soap, may be used as a surface cleaner. Warning do not allow water to penetrate into the interior of the equipment. Do not immerse equipment in water or liquid. Immersion in water or liquid may cause the pump to stop. No further information was provided. The manufacturer is closing the file on this event.